Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 26.7 mmol/l. It was reported that the insulin alarmed no delivery prior to the event. The self test passed. After the event, the customer began using the insulin pump again without any problems. Nothing further was reported.